Event description:
International affiliate reports the neuromonitor icp sensor could not be reset prior to use. The device could not be used and the affiliate reports monitoring was performed in an unspecified manner that was less precise and presented possible risk of infection.